Event description:
During the index procedure, the patient was treated emergently to dissolve thrombus with a prowler 14 and agility 14 guidewire. No issue happened during the procedure. After about 1 week, the patient appeared with paralysis symptom and was hospitalized. Currently, the patient¿s family asked for the product document for further evaluation. Additionally it was reported that after the procedure, the patient was placed on unknown antiplatelet or anticoagulation therapy, and the patient was compliant with medication and medical regimen. No other devices were utilized to treat the patient during the index procedure only the agility 14 guidewire ((B) (4)) and prowler mc 14 ((B) (4)). After the procedure, no adverse events occurred. The current patient continues to experienced paralysis. The files of the patient are kept in hospital and are not available at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the clips would not close tight enough. A new device was used to complete the procedure. There was no patient impact.

Event description:
The customer?s biomedical technician reported to the service depot a colleague cx volumetric infusion pump that had a failure code 810:04 that was discovered during set-up in 2009. During service at baxter, it was confirmed the at failure code 810:04 was due to ail pcb (air in line printed circuit board) that needs calibration. According to the customer there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)the user interface module master software (B) (4), categorized as remediated.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)

Manufacturer narrative:
The pump was received and evaluated by baxter. The failure code 810:04 was due to an ail pcb. The ail pcb was calibrated.